Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 58 mg/dl. The caller also stated that the customer had received a no reservoir alarm while she slept, on the night prior to the event. The customer primed and rewound the insulin pump multiple times after getting the alarm. It was unknown whether or not the customer was still connected to the insulin pump during the time she rewound and primed. The caller stated that the customer experienced low blood glucose levels in the afternoon and was unable to bring them back up. The caller stated that she found the customer confused and disoriented later that evening. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump passed the self test, but the displacement test could not be conducted at the time of the call. Nothing further was reported.